Event description:
In this event it is reported that x-smart w/contra angle eur won't hold files. No injury resulted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: casting assy. Broken, cartridge lock is broken, head cap weak, replaced casting assy., cartridge, and head cap.

Manufacturer narrative:
No product has been returned after 3 documented attempts. Complaint will be reopened if suspect product arrives per 8000-sop-038.